Manufacturer narrative:
This complaint was identified during a recent clinical evaluation review/literature search of this device. The device is a palmaz stent but the lot number is not available. The citation is as follows: eetouwer et al response of renal and femoropopliteal arteries to palmaz stent implantation assessed with intravascular ultrasound; j endovasc surg. 1999 nov;6(4):359-64. As noted in the publication leetouwer et al response of renal and femoropopliteal arteries to palmaz stent implantation assessed with intravascular ultrasound; j endovasc surg. 1999 nov;6(4):359-64: report that in case, in the femoro-popliteal cohort, the patient exhibited recurrent symptoms suggestive of restenosis at 5 months; repeat angiographic and ivus examination confirmed a greater than 50% diameter reduction. The product remains implanted and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Restenosis is well known documented potential complications of this type of procedure and are listed in the IFU as such. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As noted in the publication leetouwer et al response of renal and femoropopliteal arteries to palmaz stent implantation assessed with intravascular ultrasound; j endovasc surg. 1999 nov;6(4):359-64: report that in case, in the femoro-popliteal cohort, the patient exhibited recurrent symptoms suggestive of restenosis at 5 months; repeat angiographic and ivus examination confirmed a greater than 50% diameter reduction.